Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he had a back surgery for spinal stenosis which he said had nothing to do with his pelvic floor pain but when he had surgery he turned of his device and then when he got home, turned it back on, it caused horrible pain and the patient was in pain now. The patient reported that he turned stimulation off and was hesitant to turn it back on because he was having severe pelvic floor pain. The patient reported that his healthcare provider (hcp) had called the manufacturer and asked if the patient¿s pain was related to his device or the surgery or whether or not it needed to be reset but the hcp never reported back to the patient about what he learned. The patient reported that there could be electromagnetic interference related to the issue. The patient reported that he turned stimulation off for surgery on (B)(6) 2017 and probably turned it on around (B)(6) 2017, the horrible pain started; it was on a couple of hours then he turned it off, the horrible pain continued and he still had it. The patient reported that on that day he was admitted to the hospital and from there went to a rehab facility and was still there. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient is having pain in his abdomen and area where the implant is and goes down to patient's groin and left leg down to feet. Patient stated it started a couple of weeks ago. Patient said his primary care health care professional (hcp) ran some tests for liver and kidney and found the organs were operating ok and he asked about the lead but the hcp did told the patient he did not know anything about it. Patient then mentioned being at the hospital for spinal stenosis surgery and thinks it was odd that the rep who came to rehab facility did not mention that patient should have a managing health care professional (hcp). Patient was told to have managing hcp look at his implant site. Patient was given hcp listing. No trauma or falls were reported. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Adding fdp (b(4). If information is provided in the future, a supplemental report will be issued.